Event description:
It was reported to boston scientific corporation on august 2, 2007, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure the month prior. (Patient age and weight unknown). According to the complainant, a patient had received vaginal burns resulting in a failed procedure. The physician stated that the since the patient had an introverted cavity it was difficult to maintain a good seal. The physician had to hold the scope in order to make sure it would not move. The doctor later reported that during the ablation phase, a 10 cc fluid loss was seen and there was fluid in the vaginal vault. (Unknown if the machine generated an alarm or not). Confirmed a light burn with no depth detected. The burn was large but superficial, a first degree that was not deep. The burn went from the posterior vagina region to the right buttock. The patient was treated with silvadene cream. Not completed due to this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The console was returned to nexcore for evaluation and nexcore was unable to confirm that the event was caused by the console. The unit tested properly and passed both the hta logic test and the full wet test. Based on the event description and follow up, the most probable cause of the event is due to a poor cervical seal. The follow up specifically states that the physician noted that the patient had an abnormal cavity, which made it difficult to maintain the cervical seal. Please refer to pages 5 - 7 of the hta users' manual regarding the warning and precautions of hta; there are specific sections, which refer to the importance of maintaining the seal to prevent thermal injury. Pages 38 and 40 of the users' manual also refer to the importance of getting, maintaining and observing the cervical seal in order to prevent thermal injury.